Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple cs 064-0001 alarms were observed in the black box on the reported failure date of (B)(6) 2014. The time and date was accurately set at start of investigation. Investigators cannot perform pump rewind, load, and prime due to cs 064-0001 on load step. Pump did not exercised for 24 hours on a 1 unit per hour basal. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, defect found. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a random call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.